Event description:
Baxter sales representative reported to product surveillance, on behalf of nurse of the facility via email, of an administration set in which operator observed leaking of saline from the set at the connection of extension set and micro clave connector (manufacturer: ICU medical/hospira). The reported condition occurred during priming the set with saline before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of an administration set in which operator observed leaking of saline from the set at the connection of extension set and micro clave connector (manufacturer: ICU medical/hospira) was confirmed during sample evaluation. One actual sample was available for evaluation at the plant. Visual inspection revealed the unit had a flash condition on the surface of the microbore winged female luer lock adapter. The unit was connected to an extension set that was connected to a solution container. The set was then primed with the solution. The unit failed to the functional test, since a leak was observed in the microbore winged female luer lock adapter. The assignable root cause of the reported condition is unknown. Batch review cannot be performed since the lot number is incorrect. Should additional information be received, a follow-up medwatch will be submitted.